Event description:
Hill-rom received a report from a hill-rom technician stating latch cover was bent and was unable to lock side rail in up position. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom service technician inspected the bed and found that the cause of the side rail unable to be latched in the up position was due to a bent latch cover. The most probable cause for a bent latch cover is mechanical damage. The latch cover was replaced and the bed is functioning as expected. As this is a rental bed, between pt inspections are completed as well as preventive maintenance.